Event description:
Agent ide. It was reported that restenosis and angina occurred. On (B)(6) 2018, a 3.00 mm x 8 mm synergy stent was placed at the left circumflex artery (lcx) to first obtuse marginal artery (om1). On (B)(6), 2021, the subject presented with unstable angina and was randomized into the agent ide study. Heparin or antithrombic medications were administered at the time of index procedure. The subject was on prior regimen of aspirin (>= 72 hours), at the time of index procedure and on prior regimen of antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. The target lesion was located from the left main coronary artery (lmca) to proximal lcx and was 8 mm long with a reference vessel diameter of 3.5 mm. The target lesion was predilated using a 3.00 mm x 12 mm balloon resulting into 20% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with a 3.50 mm x 20 mm agent dcb successfully, with 10% residual stenosis and timi flow 3. The subject was discharged on aspirin and prasugrel. On (B)(6) 2024, the subject presented to hospital for routine follow up for the known coronary artery disease and cardiac history of chest pain and dyspnea. The subject denied of any current acute cardiac symptoms including chest pain at rest, shortness of breath, or palpitation. At the time of event the subject was on aspirin and prasugrel. The subject was recommended for coronary angiography for further evaluation. On (B)(6) 2024, diagnostic coronary angiography revealed 100% in-stent restenosis at the proximal lcx into om. The subject was diagnosed with coronary artery disease with occlusion of the distal lmca and circumflex into the first obtuse marginal artery (om1) and associated with recurrent class iii angina pectoris. The subject was recommended to continue with the dual antiplatelet therapy. Diagnostics procedures were performed, and no lesions were treated. At the time of reporting, the event was ongoing.